Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain, patient's concern with the product, and rupture.

Event description:
Healthcare professional reported right side rupture, pain, and exchange from textured to smooth breast implants due to concern with the product. Device has been explanted.

Event description:
Healthcare professional reported right side rupture, pain, and exchange from textured to smooth breast implants due to concern with the product. Device has been explanted.

Manufacturer narrative:
Device evaluation: a visual analysis of the returned device identified it to be underweight, a broken shell and flat creases. A microscopic analysis was performed which identified a sharp edged opening assessed as an unidentified tear opening and a broken, sharp opening in the bladder. A dimension measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment is: a sharp opening in the posterior side assessed as unidentified (tear) opening. Also observed was a sharp broken opening in the bladder assessed as unidentified (tear) opening.